Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal vavrices performed on (B)(6) 2024. After the ligator was placed onto the scope, prior to the procedure outside the patient, the device tested, and attempted to be deployed; however, the band snapped in half upon deployment. During the second attempt, two bands were deployed at the same time. A new speedband superview super 7 was used, and the procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.